Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that during continuity testing of the patient cable, the conduction failure was found. The conductor fracture point was the end of the strain relief. (B)(4).

Event description:
It was reported that there was a pacing failure observed when the temporary pacing cable was being used for a patient with no intrinsic pulse, and it caused the patient to go into cardiac arrest. After cardiac massage, the epg was immediately replaced with another one, and eventually the patient experienced no adverse effect. The cable was returned to the manufacturer for servicing.